Event description:
Pt underwent spinal fixation procedure on 6/9/91. On 9/18/92 fusion was explored and found to be solid. Instrumentation was removed because it was prominent due to her thin body frame.